Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed high impedance measurements, this lead may be damaged. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead is exhibiting out of range impedance measurements due to clavicle crush fracture and insulation damage. Another ra lead was successfully implanted. No additional adverse patient effects were reported.